Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe experienced scale marking missing. The following information was provided by the initial reporter: staff opened cover and noticed there was not a label on the posiflush syringe.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2023. H.6. Investigation summary: to aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the syringe does not have any barrel label. As the lot number was unknown for this incident, a review of the production history records could not be performed. However, this specific defect could affect 10ml syringes manufactured on six (6) validated lines. No quality notifications or second samples have been reported during fiscal year 2022 or fiscal year 2023 that could have contributed to this incident. The plunger assembly and labeling systems have a vision system in place to detect issues, including missing labels. This incident most likely resulted after the vision system, due to a failure in the double rejection station. If the syringe has no label, the rejection station must reject the syringe. However, if there is a failure in the rejection action, the station stops and does not continue to run. The operator must check to see what the cause of the stoppage was and remove the defective product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe experienced scale marking missing. The following information was provided by the initial reporter: staff opened cover and noticed there was not a label on the posiflush syringe